Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the device was advanced into the lesion. When power was applied, the device started to cut, then there was no electric current. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device was disposed of, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.